Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn incorrectly programmed the concentration of the drug. The ordered dose/concentration and actual syringe was 275 mg of morphine in 55 ml = 5 mg/ml. The initial rn programmed the syringe as 50 mg/50 ml = 1 mg/ml and this error was not noted by the 2nd rn during the 2 rn independent check later in the day. Because of this, for 8 hours the patient received 5 times the intended dose of morphine through the pca pump. The patient had a low spo2 the next morning, along with other symptoms of opioid overdose (emesis, sob) however there was no lasting harm and no reversal agents given. The doctor ordered a pca and continuous infusion of morphine with a pca dose of 2.5 mg, with a lockout interval of 15 minutes and 1 hour max limit of 19mg and a continuous of 5mg/hr.